Event description:
It was reported that the atrial lead exhibited undersensing, high pacing thresholds and low impedance. The lead was explanted and replaced during routine pulse generator replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.